Event description:
It was reported that this right atrial (ra) lead exhibited intermittent low out of range pace impedance measurements less than 200 ohms. This triggered a lead safety switch (lss) each time resulting in the pacemaker device automatically switching the ra lead from the bipolar to the unipolar pace and sense configuration. The healthcare provider (hcp) noted the ra lead was reprogrammed back to the bipolar configuration after the previous low out of range pace impedance measurement but another subsequent low out of range pace impedance measurement and associated lss occurred again. There was also ra lead noise observed on stored episodes, but the noise was always during times when the ra lead was in the unipolar sense configuration. Boston scientific technical services (ts) provided guidance to bring the patient into the clinic to reprogram the ra lead again. The hcp noted the patient had pocket stimulation with a unipolar pacing configuration. Ts stated to consider programming off the lss feature in order to still monitor daily impedance measurements. The hcp indicated they will. Ts also noted they may consider programming off the low impedance alert since this is a known issue. The ra lead remains in-service. No additional adverse patient effects were reported. Additional information was received that this ra lead was subsequently explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Attempts to gather information about lead return status were unsuccessful. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead exhibited intermittent low out of range pace impedance measurements less than 200 ohms. This triggered a lead safety switch (lss) each time resulting in the pacemaker device automatically switching the ra lead from the bipolar to the unipolar pace and sense configuration. The healthcare provider (hcp) noted the ra lead was reprogrammed back to the bipolar configuration after the previous low out of range pace impedance measurement but another subsequent low out of range pace impedance measurement and associated lss occurred again. There was also ra lead noise observed on stored episodes, but the noise was always during times when the ra lead was in the unipolar sense configuration. Boston scientific technical services (ts) provided guidance to bring the patient into the clinic to reprogram the ra lead again. The hcp noted the patient had pocket stimulation with a unipolar pacing configuration. Ts stated to consider programming off the lss feature in order to still monitor daily impedance measurements. The hcp indicated they will. Ts also noted they may consider programming off the low impedance alert since this is a known issue. The ra lead remains in-service. No additional adverse patient effects were reported.